Event description:
Customer indicated that she was concerned about the erratic nature of sodium recovery on the cobas 6000 analyzer compared to the integra 800 analyzer. She stated that pt values were sometimes very high and when rerun, recovered significantly lower. She provided results for four pts, one was found to be discrepant: initial sodium result 143 mmol per l, repeated twice on integra 800 giving 130 mmol per l both times. Customer stated the c501 results at issue were not reported. All suspected results (discrepant/ not matching most recent results) were rerun on the integra 800 analyzer and the results generated on by the integra 800 were reported.

Manufacturer narrative:
The field service rep determined cell rinsing to be the cause and the bleached rinse tubing and adjusted rinse mechanism. The field service rep verified analyzer operation by running controls which were within specification.